Event description:
During a pelvic laparoscopy procedure a karl storz telescope was allegedly used along with ultrashears. The doctor tried to clean the tip of the scope by wiping it on the bowel and later noticed some superficial burn marks on the bowel. Examined the burns and one of them needed to be sewn over laparoscopically. Post-op pt was doing well.